Event description:
It was reported that the patient was referred for a generator replacement surgery. Further information was received from the surgeon that the patient's vns had a low battery, and the patient also experienced an increase in seizures. Surgical intervention has not occurred to date. No additional pertinent information has been received to date.

Event description:
The patient¿s generator replacement surgery was completed. The explanted generator was received by the manufacturer and is undergoing product analysis. Follow up with the office of the treating surgeon showed that the vns was interrogated in the consult and showed ifi=yes. The lead impedance was within normal limits. No additional pertinent information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Product analysis was completed on the returned generator. Visual examination showed only observations consistent with the explant process; no surface abnormalities were noted on this device. The device output signal was monitored for more than 24-hrs in a simulated body temperature environment. The pulse generator showed expected level of output currents and no signs of variation. Both interrogation and system diagnostic tests were performed. An electrical load was attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 2.672 volts during functional testing and showed an ifi=yes battery status. The internal device data showed that 90.364% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.